Event description:
During follow-up, the device was observed to be in backup mode due to event queue overflow. Abbott technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.